Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death are not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left ventricular assist device implantation with concomitant aortic valve and ascending aortic replacement. Case reports in medicine, 2018; https://doi.org/10.1155/2018/9057351. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article was a case report on concomitant vad implantation, aortic valve replacement and ascending aorta replacement in an elderly end-stage heart failure patient. The article reports the patient experienced post-operative bleeding, requiring a re-thoracotomy and surgical exploration. The patient later developed multiple organ failure and died three weeks post-vad implantation. The status/location of the vad is unknown.